Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a low battery alarm and then received a battery out limit alarm after changing battery. Customer's blood glucose was 136 mg/dl. Customer reported that battery compartment was cracked. Alarm history showed multiple weak batteries, and one battery out limit alarm. Customer also received a failed battery test. Troubleshooting was performed on battery out limit alarm, failed battery test, and blank display. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was monitored, and no low battery alert, failed battery test, or battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.